Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified that the patient symptom was dizziness and it was later reported that the device was reprogrammed.

Manufacturer narrative:
Concomitant medical products: 4076-45 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced symptoms associated with a slow ventricular tachycardia (vt) which was classified as supra ventricular tachycardia (svt) by the cardiac resynchronization therapy defibrillator (crt-d) so therapy was not delivered. Reprogramming options were discussed and the device remains in use. No further patient complications have been reported as a result of this event.